Event description:
Please note: this report pertains to the first of two devices that were used during the same procedure. Refer to manufacturer report # 3005099803-2008-06487. For a description of the second device. An opti-flex nitinol stone retrieval basket was used during an ureteroscopy procedure in 2008. According to the complainant, during the procedure, as the physician was pulling the stone out of the kidney down towards the access sheath, he encountered resistance at the sheath and the basket broke. The stone was slightly larger than the sheath. Nothing detached from the device. A second opti-flex basket was used and the same failure was reported. The case was completed with a zero tip basket 1.9 fr with no complications reported for the patient. Following the procedure, the patient's condition was reported as "fine."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and complication of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.